Event description:
Event occurred in china. Foreign matter. On the second day after surgery, the surgeon found white flocculent material on the surface of the iol. The flocculent was surgically removed from the original incision and the lens was retained in the patient's eye. It was noted that the patient had no postoperative infections or other problems. No infections. Problem code: a0404 - crack.

Manufacturer narrative:
This initial/final emdr is being submitted to FDA for an event that occurred outside of the USA. Lens opacification is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). 250: pkg-23-021 00 en3.ms3.150151250251.20220501(t)_15000f,15100f,25000f,25100f. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 250). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.